Event description:
Philips received information from the customer reporting a speckled artifact on a brain scan that mimicked a calcification. There was no misinterpretation or mistreatment of a pt as a result of this event.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).